Event description:
It was reported that on (B)(6) 2011, after pre-dilatation was performed, a 2.75 x 28 mm xience prime was implanted in the tortuous, ostial, proximal left anterior descending artery (lad), and a 2.5 x 28 mm xience v was implanted in the calcified mid right coronary artery (rca). On (B)(6) 2011, at around midnight, the patient was experiencing chest pain, and an angiogram revealed that both stented segments were occluded with thrombus. The patient was given a bolus of integrilin and the lad was dilated with 2.0 x 12 mm rx voyager and a 2.75 x 8 mm voyager nc, and the flow was restored. The same balloon catheters were used to open the rca, and the flow in the rca was restored. The patient was put on an intra aortic balloon pump and moved to the coronary care unit. The patient is reported to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and thrombosis are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.